Manufacturer narrative:
D2b: pro code (product code) - itx, obj. Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection showed that the catheter was twisted and the imaging window had ripples. Impedance testing showed an electrical open at the proximal end of the catheter; 140-150cm from the distal housing. Media provided by the customer does not show evidence of the reported issue. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product analysis. According to the event information, the motor drive unit (mdu) was on during insertion of the device into the patient. The device is not designed to withstand the forces encountered when advancing while rotating and the material twisted found during the analysis. Per the IFU indications, the mdu shall remain off during insertion. Regarding the observed imaging window ripples, these can be result of the material twisted observed, due to the torsion generated by the twist over the imaging window. Therefore, failure to follow instructions is the assigned cause code of the material twisted.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion but could not cross the lesion and damaged after multiple attempts. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, device analysis revealed that the catheter was twisted, and the imaging window was rippled.